Manufacturer narrative:
The svc rep replaced fluoro function board, checked power supplies, and re-loaded the software. System operating normally.

Event description:
The customer reported system gave "comm fail" error. After re-boot, system operated normally. Replaced fluoro funtion bd.